Manufacturer narrative:
Concomitant product(s): a 507652 lead, implant date: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead dislodged. The lead needed to be tunneled from the right shoulder to the left shoulder pocket and an extender was required. The lead dislodged overnight and a decision was made to use a longer lead that did not require an extender. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.